Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Event description:
Healthcare professional reported left side "deflation." Healthcare professional additionally reported "hole in valve." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed, opening on the posterior side assessed as surgical damage like. Valve leak and/or damage : no observed. Additional observations: non penetrating nick( stress marks) crease fold observed on the device. Yellow particles observed inside the device. Wear abrasion observed on the device.

Event description:
Healthcare professional reported left side "deflation." Healthcare professional additionally reported "hole in valve." Device has been explanted and replaced.